Manufacturer narrative:
Follow up report to manufacturer report #2017233-2020-00056, gore event number (B)(4). The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment.

Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a 25mm gore® cardioform septal occluder on (B)(6) 2019. On (B)(6) 2020, the patient presented with atrial fibrillation. The patient was admitted to the emergency department from the cardiology clinic.